Event description:
Pt claims he awoke to smoke in the home and the concentrator was on fire, blanket thrown over the concentrator to suffocate the flames.

Manufacturer narrative:
Presently gathering more info on incident and trying to get the device return to airsep for evaluation. A follow-up report will be submitted.